Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 200 colony forming units (cfus) of escherichia coli. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
B5 correction of the initial report: it was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 200 colony forming units (cfus) of escherichia coli in the suction channel and 200 cfu of escherichia coli of gravity channel.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d4 - unique device identifier (UDI) #1, d6a - implant date null, d6b - explant date null, g4 - PMA/510(k) # correction fields: b5. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: 1cfu (colony forming units)/endoscope. Bacterial identification: coagulase negative staphylococci. Sampling from: instrument channel. Cfu: 1cfu/endoscope. Bacterial identification: shouchella clausii. Sampling from: suction channel. Cfu: >80cfu/endoscope. Bacterial identification: escherichia coli. Sampling date: (B)(6) 2025 sampling from: air/water channel. Cfu: <1cfu (colony forming units)/endoscope. Bacterial identification: n/a. Sampling from: instrument channel. Cfu: 16cfu/endoscope. Bacterial identification: stenotrophomonas maltophilia, priestia megaterium. Sampling from: suction channel. Cfu: 6cfu/endoscope. Bacterial identification: escherichia coli. Sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: <1cfu (colony forming units)/endoscope. Bacterial identification: n/a. Sampling from: instrument channel. Cfu: 1cfu/endoscope. Bacterial identification: cytobacillus sp. Sampling from: suction channel. Cfu: <1cfu/endoscope. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.